Event description:
Event description cpi received information that this bipolar lead was removed from service. During a routine replacement procedure the lead was exhibiting high threshold measurements. The physician elected to replace the lead.

Manufacturer narrative:
Event conclusion: the lead was returned to cpi on 5/15/1998. Cpi's analysis found: the lead was returned severed, only the terminal pin section was returned. Damage from the explant procedure was noted. The lead met electrical specifications.